Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention to prevent permanent impairment/damage. Device issue: no device malfunction has been reported. It was reported via a trial that during a procedure direct stenting was performed using a 3.0 x 18 mm xience v stent which was deployed in the proximal right coronary artery (rca) lesion. A plaque shift occurred, which required treatment with an add'l 2.75 x 08 mm xience v stent, a 2.25 x 18 mm rx xience v was deployed in the lad without an issue. The mid lad was treated with a xience v 3.0 x 18 stent and a 2.75 x 18 stent was deployed in the mid lad (also without pre-dilatation) and a dissection was noted distal the stents in the mid lad. There was no treatment for the dissection. No add'l event or pt info is available.

Manufacturer narrative:
Other: (plaque shift).